Event description:
Per the clinic, the patient has discontinued device use (date not reported) for unknown reasons. In (B)(6) 2014 the patient experienced non auditory pain/sensations at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014. This report is filed on january 8, 2015. The device is currently unavailable.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
This report is filed on march 10, 2015.